Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited high capture threshold and high shock impedance measurements. Successful defibrillation threshold (dft) testing was performed. However the patient was experiencing syncopal episodes, and as a result there were still possible lead concerns. Subsequently, the lead was surgically abandoned and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.